Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 010000668, lot# r7313004a, g7 pps ltd acet shell 62h; cat# 650-0661, lot# 3128008, delta ceramic fem hd 36/0mm; cat# 51-103150, lot# 7198025, tprlc 133 t1 pps so 15x150mm. G2: foreign: netherlands the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial right total hip arthroplasty was performed. The patient underwent repositioning with anesthesia due to dislocation approximately three (3) weeks later. The patient dislocated for a second time due to unknown reasons requiring repositioning approximately two (2) weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently, the patient dislocated approximately 3 weeks later and then again approximately 2 weeks after that (this complaint). Both times the hip was reduced under closed reduction. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.